Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 450 mg/dl. The customer was admitted to the hospital. Customer was feeling like she was having a heart attack. Customer does have asthma. The cause of emergency room visit as per healthcare provider was diabetic ketoacidosis. Customer was treated with 5.0 units of insulin. The custome rwill call back when she is released from the hospital and perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.